Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the large suturecut needle driver instrument would not close all the way which prevented the surgeon from being able to grab and hold the suture. This happened at the end of the procedure another instrument was not needed to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the needle fell inside the patient's anatomy during the procedure and was retrieved afterwards.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturcut needle driver instrument was analyzed and found to have blade damage at the middle of the blade. Both of the blade's edges were indented, and it caused the blades to be unable to close all the way. The blade indentation did cause the cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure.